Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company acceptance criteria. The root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to blade. However, based on the information above it is unlikely that the damage occurred during the manufacturing process. Some potential causes are reuse, improper handling by the customer, improper handling during shipping, or contact with another instrument on the instrument tray during procedure setup. (B)(4).

Event description:
A pharmacist reported that a surgeon noted poor cutting performance on a knife during surgery. A different knife was used without delay and there was no harm to the patient.